Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the main coil, introducer sheath and delivery wire were returned. The main coil and the delivery wire were not interlocked within introducer wire. The returned coil was found kinked and stretched. The delivery wire was inspected, and no damages were noticed. No more damages were found in the device. Functional inspection revealed that the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck. It was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached (part did not return). Microscopic inspection of the delivery wire revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Dimensional inspection of the delivery wire and main coil revealed the components were within specifications

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the coil fiber bundles was completely absorbed into the sheath. The 90% stenosed target lesion was located in the severely tortuous left internal iliac artery. A 12mm x 40cm interlock-35 was selected for use. During the procedure, a 5f cordis catheter and rhv valve were advanced. The guidewire was not rotated 360 degrees before reaching the lesion and the device was flushed continuously. When the coil was advanced, the device could not be pushed from the catheter and an obvious resistance was felt when pushed to the middle part of the catheter. The device was stuck in catheter, therefore the coil and the catheter were withdrawn from the patient's body. Upon withdrawal of the coil, it was noted that the coil fiber bundles was completely absorbed into the sheath. The procedure was completed with another same of the device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the interlocking arm was detached.